Manufacturer narrative:
Since the product serial number is unknown, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device serial number is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no serial number was provided, no device history record (DHR) review could be performed. Concomitant products: soundstar eco catheter. Pentaray nav eco catheter. Full UDI # information unavailable since the serial number is unknown. (B)(4). Are related to the same incident. Event description continuation: it was also noted that there were no issues with the procedural techniques of pvi, box, and gap ablation. It was concluded that the injury occurred during ablation phase, although it was not diagnosed until several weeks post-procedure. There is no information regarding transseptal puncture or any sheaths used. Stockert generator was set on power control mode. There is no information regarding power titration. There was no information regarding overall ablation time, last ablation cycle time at the site of injury, or irrigated catheter flow setting. There is no information regarding anticoagulation during the procedure. It has not been confirmed if the soundstar and pentaray catheters were in the patient¿s body at the time of injury. There is no information regarding spi value, catheter proximity, or zeroing of the catheter. There were no errors reported on any bwi products during the procedure.

Event description:
It was reported that a (B)(6) male patient underwent a pulmonary vein isolation (pvi)/box/gap ablation procedure for atrial fibrillation with a stockert 70 system generator and suffered an air embolism and an esophageal fistula (requiring surgical intervention). Procedure was successfully completed without patient consequence. At some point, post-discharge, the patient returned to the hospital with anorexia and headache. Computed tomography confirmed an air embolism. Further evaluation revealed an atrio-esophageal fistula near the ablation site. Gastric dilatation did not result in hematemesis. Twenty days post-procedure, a surgical repair of the fistula was performed. The surgeon indicated that there was a significant adhesion between the left atrium and the esophagus. The patient was evaluated in the intensive care unit. Patient required extended hospitalization as a result of the adverse event. There is no information regarding patient outcome. There were no factors cited that may have contributed to the adverse event. Although the physician indicated that the cause of the adverse event was procedure-related and that there were no bwi product malfunctions observed, he could not be certain if there was an association between the adverse event and the thermocool sf smarttouch bi-directional catheter. The physician indicated that given the information in the europace article, "impact of surround flow catheter tip irrigation in contact force ablation on the incidence of asymptomatic oesophageal lesions after atrial fibrillation ablation: a prospective comparative study", he may reconsider his usage of the thermocool sf smarttouch bi-directional catheter.